Manufacturer narrative:
Concomitant medical products: 4076 lead, implanted: (B)(6) 2015; dtba2d1 ICD. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the clinic that on a remote transmission high rate non-sustained tachycardia events are seen, but there is no electrogram. These episodes are missing, but it was determined to be normal device behavior. Noise was also noted on the right ventricular lead. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.